Manufacturer narrative:
The echelon catheter was returned for evaluation. Analysis found the echelon distal tip was punctured at the proximal edge of the distal marker band. An unsuccessful attempt was made to flush the echelon-10 micro catheter as the micro catheter appeared to be occluded. The echelon-10 micro catheter was then tested with an in-house mandrel. The mandrel was inserted into the echelon-10 micro catheter hub and catheter lumen. The mandrel was unable to exit the distal tip as it met resistance near proximal end. The mandrel was then inserted into the micro catheter through the distal tip and met resistance at near the distal tip.  Based on the device analysis and reported information, the customer¿s report of ¿leak¿ could not be confirmed. The root cause could not be determined. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the echelon microcatheter was found to be leaking at the distal section during preparation. The microcatheter was inspected prior to use. There was no friction or difficulty during flushing. Also, there was no force applied during connecting of the y connector or syringe to the catheter hub. The injection rate was slow. The type of procedure the patient was undergoing was coiling. No patient injury was reported as a result of the event.